Event description:
It was reported by service report that the right side CPR release handle not working properly due to a broken CPR release cable. No pt involvement or adverse consequences are reported.